Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 560 mg/dl. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was hospitalized for two days, and then released. Customer also reported their site was bent upon removal of their infusion set. Customer also reported vomiting and experiencing chest pains prior to being hospitalized. No additional information provided.